Manufacturer narrative:
Product event summary: analysis found the programmer and a known good analyzer functioned as required and did not produce a loss of communication warning; no communication fault found with programmer. It was noted using the analyzer returned with the programmer produced a loss of communication warning. Analysis also found the floppy disk drive read disks intermittently and the system fan was intermittently noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the programmer was getting a loss of communication warning when trying to use the analyzer. The programmer was returned for repair. No patient complications have been reported as a result of this event.